Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that during a clinic visit, the health care professional (hcp) called technical services (ts) for further review of the implantable cardioverter defibrillator (ICD) stored episodes. Upon review the presenting electrogram (egm) showed that the patient was in a ventricular fibrillation (vf) episode. The ICD delivered a shock, however, during the shock delivery, code 1005 was observed, which is indicative of an open circuit condition was detected during shock delivery. The cause of the code 1005 was determined to be due to high out of range shock impedances on this right ventricular (rv) lead. The shock successfully converted the arrhythmia. Ts recommended for replacement of the device and rv lead. At this time, this rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that during a clinic visit, the health care professional (hcp) called technical services (ts) for further review of the implantable cardioverter defibrillator (ICD) stored episodes. Upon review the presenting electrogram (egm) showed that the patient was in a ventricular fibrillation (vf) episode. The ICD delivered a shock, however, during the shock delivery, code 1005 was observed, which is indicative of an open circuit condition was detected during shock delivery. The cause of the code 1005 was determined to be due to high out of range shock impedances on this right ventricular (rv) lead. The shock successfully converted the arrhythmia. Ts recommended for replacement of the device and rv lead. At this time, this rv lead remain in service. No additional adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.